Manufacturer narrative:
The product associated with this reported event was not returned for examination. The initial report stated the device would be returned. Follow up communication for product return was unsuccessful. The investigation could not draw any conclusions about the reported breakage based on the lack of the product to examine. Based on the inability to confirm the reported event and the inability to identify root cause, the need for corrective action is not warranted. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tibial impactor cracked.